Event description:
Patient reported that patient's meter/lab comparison readings were 248 mg/dl (ss) vs 313 mg/dl (lab), respectively. Tests were done 10 minutes apart. No symptoms were reported. Control solution test reading was in range. Lfs representative reviewed quality control procedures with pt. Meter was replaced. There was no allegation of harm.